Event description:
It was reported that the lead was damaged during an implant procedure for an implantable neurostimulator (ins). The doctor nicked the lead while opening a pocket for the ins. The damage did not appear to be severe and impedances were found to be normal. The doctor decided to continue with the implant using the nicked lead. The patient is receiving adequate therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3093-28, lot#: v872545, implanted: 2012-(B)(6), explanted: na, programmer model: 3037, serial#: (B)(4). (B)(4).